Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately two years later due to dislocation. The head and liner were replaced. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-1159 lot# 3090772 delta cer fem hd 28/-3mm t1. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6. No product was returned or pictures of the device provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.